Manufacturer narrative:
The tech replaced the external buzzer scale power control board to resolve the issue.

Event description:
The tech alleged the bed exit alarm will sound very low and is hard to hear outside of the pt's room. No pt impact.